Event description:
It was reported by service report that the fowler cylinder was leaking fluid. The service technician reports that the customer does not know if there was patient involvement or if there are adverse consequences to report.